Event description:
Information was received from a consumer regarding a patient receiving intrathecal dilaudid and unknown drug via an implanted pump for non-malignant pain. It was reported that the caller was not able to connect to the pump while on the call since they were not with the patient. It was reported when the patient tried to connect to the pump to the bolus, it took so long the patient basically falls asleep waiting for it. The handset lags at 90%. The agent reviewed data and assisted the patient in deleting data. They would call back when they needed further assistance. While on the call, the caller states "since implant" they had not been able to get the basil rate of the pump to control the pain and had to bolus to control. They were told they were near the highest level the pump could be set at, "a dangerous level" and could not go much higher. It was noted the doctor had already increased the dose.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider who reported that the cause of the patient¿s lack of pain control was drug tolerance; no additional actions/interventions were taken; and the lack of pain control was resolved.